Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092040) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure (batch no. 922603) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, disability, medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: plaintiff claimed that she had multiple medical diagnosis after being implanted with essure due to essure. Lot number: 922603 manufacture date: 2011-11, expiration date: 2014-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on expiration date 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092040) on 27-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure (batch no. 922603) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, disability, medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: plaintiff claimed that she had multiple medical diagnosis after being implanted with essure due to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.